Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Following investigation by bioengineering, notification was received that: inspection of the distal section of the stem shows significant retrieval damage indicating that this part of the stem at least was well osseointegrated and secure in the patients femur. The proximal part of the stem, however, shows little bone ingrowth into the porous coated surface, indicating poor fixation of the proximal stem. Whilst there is some evidence of ingrowth, it is not as substantial as that seen on the distal section of the fractured stem. Full evaluation of fixation is not possible, however, due to lack of x-ray availability. Inspection of the proximal sections fractured surface indicates the stem most likely failed by fatigue, characterized by beach marks on the fracture surface indicating slow fracture progression. It is possible that due to the increased bending moment applied to the mid-stem during loading as a result of the poor proximal fixation, and by nature of the patient being highly active, that this is the root cause of the failure, however with insufficient patient information regarding weight, height, length of time implanted and x-rays, this cannot conclusively be determined. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Broken solution stem.